Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of unknown. Customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report was created in error, as the event has been reported under a different report.

Event description:
A supplemental report indicated that this report was submitted in error. The event resulting in hospitalization was reported under another svn in cross-referenced case (B)(4).